Manufacturer narrative:
The lead was returned for analysis. Preliminary device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt's electrodes stopped providing any stimulation. The pt has a neurostimulator implanted for treatment of pain. Impedance checks did not reveal a fracture of the lead, however, electrodes 0 and 1 offered no response. The leads were replaced. The pt recovered without sequela.